Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 71-year-old male in cardiogenic shock and left main coronary artery bifurcation was implanted with an impella cp device for mechanical circulatory support. The patient experienced a left ventricle thrombus and positive blood cultures. The patient was being treated for sepsis.

Manufacturer narrative:
The investigation into the thrombus and the infection/sepsis has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The root cause of the thrombus issue was most likely patient condition related. The root cause of the infection issue is most likely due to patient condition related. The relation to impella is unknown for infection. The failure modes will be monitored and trended.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.